Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. There were no known allegations against the device, and no reports of adverse patient effects. Preliminary analysis indicated that the device did not pass the lead impedance portion of the returned products testing.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Our laboratory performed detailed analysis to determine the cause of the lead impedance testing anomaly. The pacemaker casing was cut open and further analysis and testing found the anomaly was due to a loss of moisture from the pacing supply capacitor. Our company has addressed this issue and a corrective action was implemented.